Event description:
Reporter alleged the lancet needle for the softclix device used in finger-stick blood glucose testing would not retract after it was used and protruded beyond the end cap. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Upon its return to the MFR, the lancet needle carrier was jammed into the device. The condition of the returned product renders it unable to be evaluated.